Event description:
The user facility reported a 69-year-old male was implanted with an impella cp device for mechanical circulatory support. The impella cp was pulled back to descending aorta during grafts being sutured on, and a large hematoma was noticed. Additionally, there was oozing at the groin access site. The impella cp device was explanted.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report 1220648-2024-08528 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-08528 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-08528 in accordance with updated procedures. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08528. H6 medical device problem code 2906 was erroneously entered on the initial manufacturer device report number 1220648-2024-08528.